Event description:
The surgeon had performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2011. On the date of this report, mako was informed that the surgeon performed a total knee revision. The surgeon noted that the tibial baseplate component was loose and appeared to be compacted into the tibia.

Manufacturer narrative:
An eval of the event has been initiated at mako surgical. No preliminary results are currently available.